Event description:
It was reported that "the stapler was intended for use during skin closure, but it failed to fire staples. Upon inspection, the staples inside were found to be misaligned and disorganized. It was replaced with the new product". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.